Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse was also able to verify the "electrical test fails code #52." In the units fault log. However, the fse replaced the driver transducer and assembly, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had generated an electrical test fails # 52 message. No patient was involved and no adverse event was reported.